Event description:
It was reported from the effect of cardiac pacing leads on tricuspid regurgitation study that the left ventricular (lv) lead dislodged. The lv lead was removed and replaced with a right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.